Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrioventricular nodal reentry tachycardia (avnrt) using a micropace cardiac stimulator, the display screen would go blank and the device would shut down. During the diagnostic part of the study the stimulator's screen would turn off and on spontaneously, it was noted that it sometimes took up to 15 minutes for the screen display to return. Connections from the stimulator were confirmed to be correct and no external explanation could be determined. They were unable to solve the issue during the procedure and the study was cancelled due to the screen issues. There were no patient complications. It is unknown if the system will be returned for analysis.